Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 407mg/dl, and the doctor believes that the insulin pump is the issue. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several low reservoir alarms. After receiving the tubing clamp the high pressure test was performed, and the test failed twice. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specifications. The device passed the self test, off no power alarm test, error test, and the displacement test. However, a motor error alarm noted during basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. Unable to complete the functional test including occlusion test and excessive no delivery alarm test due to the prime anomaly. The motor was tested outside the device and passed. The unit was received with cracked reservoir tube, cracked battery tube threads, scratched display window, and missing end cap sticker.